Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that there was wear on the tip of the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported issue likely occurred due to the following mechanism: the tissue pad was worn out and partially torn because the grip was closed, and the ultrasound was activated without anything being gripped between the grip and the tip of the probe (including after the tissue was cut). Due to the load applied to the torn tissue pad, the tissue pad broke and part of it fell off. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and is pending analysis. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that 30 minutes into the therapeutic right inguinal repair using the sonicbeat, part of the tissue pad fell into the body within 10 oscillations. The procedure was completed with another similar device model. After the procedure was completed, it was confirmed on the video taken inside the patient that the pad dropped out around the abdominal wall and the area was around 0.1mm. The patient was already discharged from the hospital with a hernia mesh. According to the doctors opinion, there is no health damage or problem, and therefore no additional treatment will be completed as it is. There was no procedural delay, no additional anesthesia needed, and the device was inspected before use with no anomalies.